Event description:
It was reported that the user experienced hyperglycemia after a lunch announcement while using the ilet, with blood glucose peaking at approximately 208 mg/dl and subsequently decreasing without user intervention, returning to about 160 mg/dl; no supply set issue or device malfunction was identified, and no alerts or alarms occurred. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no injury, no hospitalization, and resolution of hyperglycemia through automated device action. Investigation included complaint intake review and user troubleshooting and education conducted by customer care. Investigation of this case revealed no device or component malfunction and no user error, and the device automatically corrected the glucose elevation as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.